Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that the rotation speed was unstable. A rotapro 1.50mm was selected for use in a percutaneous coronary intervention (pci) for the treatment of coronary artery disease. The target lesion was calcified. During the procedure, platforming was completed outside the patient. The procedural target speed was 170,000 rotations per minute (rpm). Once inside the patient, the platforming speed was unstable, reaching about 218,000 rpm. The speed change was audible and the saline drip was running. The speed would not come down. The device was removed and a new system was used to successfully complete the procedure. There were no visible defects. The patient was in stable condition following the procedure and no patient complications were reported.